Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker system exhibited oversensing on this right atrial (ra) lead, however, no pacing inhibition occurred. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.